Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a routine device check in clinic. Upon review, the implantable cardioverter defibrillator exhibited episodes of myopotential oversensing resulting in instances of pacing inhibition. The device was reprogrammed and was seen to have resolved the issue.